Manufacturer narrative:
This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
Prior to and following the procedure, the patient's cardiac enzymes were elevated. Additionally, during the procedure, the obtuse marginal was occluded after the deployment of the cypher stent in the proximal and distal circumflex. As reported in the study, this patient to the cardiac catheterization unit and 3-vessel disease was found. The primary indication for the procedure was silent ischemia. Pre-procedure medications included aspirin 100mg, clopidogrel 75mg and beta blockers. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pre-procedure ck and ck-mb cardiac enzymes were two times above the upper normal limits. Percutaneous coronary intervention (pci) was performed on a 90% de novo lesion in the proximal left circumflex, the obtuse marginal and the distal left circumflex of 14mm in length in a 3.0mm diameter vessel with inability to protect major side branches. The (type c) eccentric lesion had little to no calcification and had a smooth contour. The lesion was pre-dilated with a 2.5x14mm balloon at 10 atmospheres (atm) before deploying a 3.0x18mm cypher select stent at 18 atm with satisfactory result. During the procedure, after the circumflex was stented and the side branch was occluded could not be treated. Post-procedure ck and ck-mb cardiac enzymes were 2 times above the upper normal limits 6-24 hours later. At discharge, they were within normal limits but troponin was 5 times above the upper normal limits. Residual diameter stenosis measured 0%. Timi flow post-procedure was unknown. The patient was discharged four days later. Post-procedure medications included aspirin, clopidogrel, beta blockers, statins and insulin. Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent.